Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the product issue began on (B)(6) 2016 when she obtained alleged inaccurately erratic blood glucose results of "175 and 40 mg/dl" on the subject meter performed more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purpose of determining an inaccuracy. The patient manages her diabetes with insulin (self-adjuster). She indicated that about a day after obtaining the alleged inaccurate results, she developed symptoms of "nausea, sweating, chest pains and tingling in her hands". She reported attending emergency room (ER) where she received food and IV fluids from a health care professional (hcp) and obtained a reading of 100mg/dl on the hospital meter. During troubleshooting, the cca noted that the meter was set to the correct unit of measure, the patient's blood samples had been taken from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.